Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure of the colonovideoscope displayed error 216 was confirmed. Based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy, the colonovideoscope displayed error 216. This caused a delay in the procedure, but it was completed using the same device, and there were no reports of patient impact.